Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the silicone part of the catheter separated from the hub and body on seven different devices. This report includes one catheter that broke off in the patient during placement and was recovered with no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. Visual examination of the returned device photos revealed the separation of the catheter from the hub with a flare of adequate size. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, contraindications, warnings, and precautions associated with usage of the device. The IFU also contains deployment procedures for the mac-loc mechanism. Based on the information provided, examination of the returned device and the results of our investigation, it is feasible to suggest the device met excessive forces beyond its design that caused the catheter shaft to separate and break off. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported the silicone part of the catheter separated from the hub and body on seven different devices. This report includes one catheter that broke off in the patient during placement and was recovered with no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.